Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: during investigation, there was moisture corrosion on the boards, display and on the back side of the battery canister. There was a battery compartment leak with evidence of moisture inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked.